Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that she experienced a severe reaction after incontinence pad usage. She has pads shipped to (B)(6) for usage throughout the year. She indicated that her symptoms started with a burning sensation and vaginal soreness. She visited a health clinic and was diagnosed with a urinary tract infection. She was prescribed medication, but her symptoms persisted 3-4 weeks later. She returned to the clinic and was diagnosed with an e. Coli infection. She returned to the clinic for a third time and her doctor could not figure out why her infection was recurring. In her last visit to the clinic, she was administered 4 ivs and transported by air to a hospital. She underwent three days of testing in the hospital and experienced a fever. She has since discontinued use, as she feels her symptoms are related to the ink on underside of the pad. She indicated that she now feels much better.